Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting oversensing, noise and pacing inhibition with no asystole on the right atrial and ventricular channels. Another device was implanted instead. This device is not expected to be returned. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting oversensing, noise and pacing inhibition with no asystole on the right atrial and ventricular channels. Another device was implanted instead. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.